Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris pump module internal part broke off during use causing alteplase infusion to infuse over less than 10 minutes rather than over 1 hour patient was monitored closely and did not suffer harm due to this malfunction." Additional information received: it was reported from critical care that during a primary infusion of alteplase with the intended rate of 0.81 mg/kg over 1 hour, total dose 55.2 mgs (100mg/100 ml), an internal part of the alaris pump module broke off causing the medication to be infused less than 10 minutes rather than over 1 hour. The patient was monitored for signs and symptoms of bleeding. There were no adverse effects caused to the patient in the event. Customer reported that the pump was repaired by biomedical engineer and is back in use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris pump module internal part broke off during use causing alteplase infusion to infuse over less than 10 minutes rather than over 1 hour patient was monitored closely and did not suffer harm due to this malfunction."